Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and partial deployment of stent occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 4.00 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. During mid inflation, the balloon ruptured resulting to partial deployment of the stent. Multiple balloons were then used to appose the synergy stent. No further patient complications were reported and the patient's status was fine.